Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The patient stated they had to seek medical attention due to high bg levels on (B)(6) 2026. The patient was taken to the hospital by their spouse and stayed there at the emergency room (ER) for approximately 3 hours. The pod was removed by the nurse in the emergency room and is not available evaluation. The patient was not given any specific diagnosis. While in the emergency room, the patient was given a lot of water to drink, and the emergency room staff placed a new pod. The patient returned home that same day.